Event description:
Voluntary medwatch received states the patient presented with low pacing impedance and undersensing on the right atrial lead. No intervention or procedure was reported. The patient status was unknown.